Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their previous implantable neurostimulator (ins) was working fine initially but went dead after she lost her husband and did not have time to charge it back up. The patient underwent battery replacement. No further complications were reported. The indication for implant was post lumbar laminectomy syndrome and spinal pain.